Manufacturer narrative:
The investigation into the purge disc/flag issues issue has been completed. The automated impella controller (aic) was returned for investigation. Data analysis: impella defective alarm confirmed on console ic2046 with two different pumps. Cloud data was checked for the usage of the second console (ic8192) with the pump sn 389815 (2nd pump), and there were no issues observed. Device analysis: impella defective alarm was reproduced with console ic2046 with a known-good test pump. The impellatronic on console ic2046 was momentarily replaced to resolve the alarm/ issue. The root cause of the impella defective alarm was due to a defective impellatronic. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic experienced a priming issue that was resolved by replacing the console. There was no report of patient harm or injury.